Event description:
It was reported that, post the implant procedure of a leadless implantable pulse generator (ipg), prior to leaving the procedure room, the leadless ipg exhibited a high ventricular threshold and loss of capture, which were not an issue prior to patient closure. Fluoroscopy showed no change in position, but there was a possibility that the electrodes were loosened/potential micro-dislodgement, due to the slightly greater movements of the base of the leadless ipg. Diagnostic testing/troubleshooting was performed. The leadless ipg was reprogrammed and remains in use. The patient is for observation, with back-up use at present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.